Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the liquid crystal display (lcd) panel. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). After further review, the dates on the initial report were supposed to be (B)(6) 2016.